Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the device comes in used condition. Only the suture was returned. The needle and the plates were not returned. The suture is cut and frayed. Without the needle and plates it is not possible to verify the issue reported. The overall complaint was not confirmed as the observed condition of the omnispan meniscal repair 27deg would have not contribute to the complained device issue. Based on the investigation findings, the potential cause for the suture condition could be traced to the over tension of the suture. As per IFU; use caution when tensioning the suture. Overtensioning may cause suture or implant breakage. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. During further follow up with the reporter, it was stated that the event only consisted of one device. The second device was added in error. B5: it was reported that during a meniscal repair surgical procedure the omnispan meniscal repair 27deg device could not fire. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a meniscal repair surgical procedure the omnispan meniscal repair 27deg device could not fire. Changed to another device and the same problem happened again. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no injuries, medical intervention or prolonged hospitalization. No additional information was provided. This is report 1 of 2 of the same event.